Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 220 mg/dl at the time of the incident. Patient's current bg: 529 mg/dl. Customer feels the pump is not working and under delivering insulin. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed basic occlusion and displacement test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable perform occlusion test, dat test or excessive no delivery test due to prime anomaly. Unit was received with intermittent act button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. Unit received with stripped battery cap coin slot (p).